Manufacturer narrative:
No specific product name, lot code or sample were provided by the customer; therefore, no lot specific evaluation can be completed. A review of the stability data for all lens care product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Customer lens care practices and product handling are unknown. No root cause can be determined. No further action is warranted at this time. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a patient presented on (B)(6) 2013 with bilateral corneal ulcer. The patient was hospitalized from (B)(6) 2013 for bilateral corneal ulcer. Ecp stated that the patient manipulated and maintained her lenses well and did not sleep in them. Patient stopped wearing lenses and is now wearing glasses. The event has currently resolved. Additional information from hospital records for the patient was received on (B)(6) 2014 stating that the examination upon admission to the hospital revealed epithelial ulcer and diffuse corneal infiltrates on both eyes. The patient experienced pain. The outcome during hospitalization was favorable with reinforced antibiotic collyriums: ticarcillin, gentamycin, vancomycin, and lubricant collyriums. Examination upon discharge from the hospital revealed clear comes fluo (fluorescent negative) on both eyes. The patient was instructed to have a consultation within a week.